Event description:
The facility returned the device for service. During testing, the baxter repair tech reported that the device underdelivered. There have been no reports of any pt incident involving this pump since the last baxter service event.